Event description:
It was reported that the catheter's shipping tube was received broke. The top of the cardboard box that the catheter was received was crushed. There were no patient complications.

Manufacturer narrative:
Received one fogarty occlusion catheter inside a broken shipping tube. The returned round outer box was found crushed. The evaluation included visual examination and notation of any abnormalities such as damaged, incorrect or missing components. The catheter was received in a broken shipping tube. Sterility of the product has been compromised. The gray tube is broken at the clear adaptor bond. The shrink seal is still attached at the clear adaptor cap; the other seal around the IFU has been removed. When the catheter tube was removed from the round outer box and placed next to the round outer box, the broken area of the catheter tube lined-up with the damage on the outer box. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.